Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap was damaged at 300,255 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Severe char on the metal cap and severe devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laster system fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiver issues may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.